Manufacturer narrative:
H6: investigation summary: bd had not received samples, but 4 photos were provided for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through corrective and preventive actions (CAPA)1800001. H3 other text: see h10.

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced poor sleeve function, blood splatter/leakage or sample leakage from device other than the insertion site or needle. This sleeve function event occurred 5000 times. The leakage function event occurred 1 time. The following information was provided by the initial reporter: translated to english. The customer stated "during the blood collection process of the medical examination center and laboratory nurses, after the first blood sample was removed, the rubber sleeve could not rebound, resulting in the exposed needle tip and the patient's blood spilling, it also touched the nurse¿s skin, using a bd needle holder."

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced poor sleeve function, blood splatter/leakage or sample leakage from device other than the insertion site or needle. This sleeve function event occurred 5000 times. The leakage function event occurred 1 time. The following information was provided by the initial reporter: translated to english. The customer stated "during the blood collection process of the medical examination center and laboratory nurses, after the first blood sample was removed, the rubber sleeve could not rebound, resulting in the exposed needle tip and the patient's blood spilling, it also touched the nurse¿s skin, using a bd needle holder."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 4/26/2021. H.6. Investigation: bd received 20 unopened samples and 4 photos for investigation. The photos were reviewed and the indicated failure mode for sleeve leakage with the incident lot was observed. Additionally, the customer samples were evaluated by sleeve functional testing and the indicated failure mode for leakage with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of sleeve leakage through CAPA#1800001.

Event description:
It was reported the bd vacutainer® flashback blood collection needle experienced poor sleeve function, blood splatter/leakage or sample leakage from device other than the insertion site or needle. This sleeve function event occurred 5000 times. The leakage function event occurred 1 time. The following information was provided by the initial reporter: translated to english. The customer stated "during the blood collection process of the medical examination center and laboratory nurses, after the first blood sample was removed, the rubber sleeve could not rebound, resulting in the exposed needle tip and the patient's blood spilling, it also touched the nurse¿s skin, using a bd needle holder."